Event description:
Information was received indicating that multiple alarms continued to go intermittently go off on a smiths medical level 1® fast flow fluid warmer while in use. It was reported that the alarms continued to alarm despite everything being correct. Work history pulled by the biomed department and revealed that the air detector clamp has been replaced and the o-rings. There were no reported adverse effects.

Manufacturer narrative:
One level 1 h-1200 fast flow fluid warmer was returned for analysis. Visual inspection of the fluid warmer showed that the fluid warmer was in good physical condition. The device was powered on and it was found that it came up to the temperature without alarming. A 6 hour test run was performed using different test disposables and no alarming was observed. During investigation, it was noted that during power on sequence, the expected self-test momentary alarms did not always sound and leds were intermittently failing on air detector. This was an unrelated secondary issue. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.